Event description:
The pt was implanted with a smooth saline mammary prosthesis on 9/4/1998. Subsequently, the pt experienced a deflation of the device and an infection. The device was removed on 10/21/1998.